Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 10-nov-2029, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(6) , ubd: 10-nov-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) via a manufacturer representative (rep). They reported that the leads migrated. Patient had stimulation in an undesired location. They no longer felt stimulation on left side, only felt on right side. Per x-ray done: leads migrated to right side of cervical spine. Rep attempted reprogramming and was not able to get desired stimulation in correct arm. Healthcare provider (hcp) will discuss possibility of a revision surgery with the patient.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was a return of pain and lead migration. The hcp deemed that the lead migrated to the right side and patient was no longer getting left sided coverage. Revision of lead deemed necessary by hcp. Migrated lead removed and replaced with new lead to cover left cervical. The issue was resolved with device revision. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product type lead product ID 977a275. Serial# (B)(6). Implanted: (B)(6) 2026. Explanted: (B)(6) 2026. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.